Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a loose drive support cap. The customer stated they had high blood glucose of 245mg/dl, woke up and it was 285mg/dl. The customer agreed to return pump for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The drive support disk was inspected and no anomalies noted. The insulin pump had cracked case at the reservoir tube window corners, broken battery tube threads and minor scratches on the lcd window.